Event description:
The device was explanted due to infection at the surgical site. The user has been explanted. Re-implantation is planned. This report refers to 9710014-2026-00089. For further information please refer to this report.